Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. A day before the onset, the patient was treated with vancomycin injection (2gms, once a week for fourteen days) for peritonitis. On the same day as the onset, the patient was treated with ceftazidime injection (1gm, once a day for fourteen days) for peritonitis. Two days after event onset, the patient was recovered. Pd therapy was ongoing. No additional information is available.